Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in the following instructions for use: chapter 3 ¿preparation and inspection¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an air supply failure. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) establishment name: (B)(6). The device was returned to olympus for evaluation and the reported event was confirmed due to clogging of the nozzle. In addition to the clogged nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the adhesive on the bending section cover had a chip, a crack, and a white clouded area; the adhesives around the objective lens and the light guide lens also had white clouded areas; the plastic distal end cover was dented; switch#4 was worn; the paint on the suction cylinder and the air/water cylinder were peeled; the universal cord was wrinkled; and there were scratches on the protector of the universal cord on the suction connector side, the grip, the connecting tube, the suction connector, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.